Event description:
The generator was received due to patient's death (reported in MFR. Report #1644487-2018-01025). In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications (final configuration r-wave test). The pulse generator was opened due to the suspected contaminates on the trimmed edge of the printed circuit board assembly (pcba). A postburn electrical test was performed. Results show that the pcba failed several electrical tests: r2 verification, supply current off, and supply current off sense. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again and the device passed the test. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for the standby modes of operation.